Event description:
It was reported that the customer had the patient in the office and could not reproduce noise but oversensing was noted on both leads in electrocardiogram (egm). There was elevated short interval counts (sic) and there was one ventricular tachycardia (vt) episode where both leads exhibited noise at the same time. The customer programmed sensitivity to a lesser value. The right atrial (ra) andright ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing; 9,027 short a-a intervals since last session. Medtronic

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 5086mri52 implantable pacing lead, implanted: 2011-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.